Event description:
Patient reports retainers are uncomfortable, tight, feels like the teeth are shifting, the fit is not flush, and the teeth on the right side are hitting first.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.this MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3.